Event description:
Medtronic received information that 15 years post implant of this 16mm pulmonary valved conduit implanted in a then 8 months old pediatric patient, it was explanted and replaced with a 22mm pulmonary valved conduit. The reason for replacement was reported as was severe right ventricle-to-pulmonary artery (rv-pa) conduit stenosis with moderately dilated and dysfunctional right ventricle. It was stated that the 16mm pulmonary valved conduit was calcified. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.